Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 458 mg/dl at the time of incident and the current blood glucose level was 135. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer mother stated that they tested his ketones and shows positive result and also they back and will not proceed to continue troubleshooting as the patient would be admitted to the hospital. Customer stated that they did alleging possible pump under delivery. He customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will be returned and reservoir will not be returned for analysis.